Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before delivery, during in-house inspection, , the cardiosave intra-aortic balloon pump (iabp) compressor positive pressure does not rise (390 mmph not reached) 129 hours, there no patient involvement reported.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component codes and investigation conclusions) h10. Additional contact information: (B)(6). A getinge field service engineer (fse) evaluated the unit and resolved the issue by replacing compressor and filter is replaced due to excess compressor shavings. Fse then tested the safety and functionality as per factory specifications and iabp was then returned to customer for clinical use.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
Updated fields: b4,d8, d9, g3, g6, h2,h3, h11. The following investigation was performed by (B)(4), technician of the maquet failure analysis and testing dept. (Fat) wayne, the failure analysis and testing dept. Received part number 0119-00-0236 and 0103-00-0499 with a reported unit failure of compressor not reaching appropriate pressure.the fat performed a visual inspection and found the parts to be in good condition. The fat installed the parts in cardiosave test fixture serial number ch322984f0 and tested the parts to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. No failure confirmed.retaining the parts in the failure analysis and testing department per procedure number 0002-07-d008 rev. At. A getinge field service engineer (fse) evaluated the unit and resolved the issue by replacing compressor (d119-00-0236) and filter (d103-00-0499) is replaced due to excess compressor shavings. Fse then tested the safety and functionality as per factory specifications and iabp was then returned to customer for clinical use.

Event description:
N/a.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, d9,h11.

Event description:
N/a.